Manufacturer narrative:
The insulin pump passed the displacement test and p-cap, reservoir locked properly in place. Pump received with cracked battery tube threads. Pump failed the self test due to missing segments caused by moisture damage on the electronic assembly. (B)(4).

Event description:
Information received by medtronic indicated that the green mark on my pump screen. Customer stated that the insulin pump had crack and mark on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.